Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) system recently received multiple appropriate shocks for a ventricular tachycardia (vt). However, this shock therapy was unable to convert the arrhythmia and external conversion was required. The following day the patient was evaluated in-clinic, where upon interrogation of the crt-d, a code 1005, indicative of an open circuit condition, was observed. The physician performed provocative maneuvers, which did not reveal evidence of noise or abnormal impedance measurements. Recently, the physician also performed 1.1 joule and 41 j shock testing, which resulted in in-range shock impedance measurements (89 and 94 ohms). However, when boston scientific technical services (ts) was contacted for review, it was discussed that the code 1005 had been declared due a high, out-of-range shock impedance measurement of 145 ohms. Despite the shock testing results, ts indicated that the shock delivery effectiveness of this system could not be guaranteed. Data analysis also revealed that the device was suitable to remain implanted, but ts recommended a right ventricular (rv) lead replacement procedure to ensure effective arrhythmia conversion. At this time, the system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) system recently received multiple appropriate shocks for a ventricular tachycardia (vt). However, this shock therapy was unable to convert the arrhythmia and external conversion was required. The following day the patient was evaluated in-clinic, where upon interrogation of the crt-d, a code 1005, indicative of an open circuit condition, was observed. The physician performed provocative maneuvers, which did not reveal evidence of noise or abnormal impedance measurements. Recently, the physician also performed 1.1 joule and 41 j shock testing, which resulted in in-range shock impedance measurements (89 and 94 ohms). However, when boston scientific technical services (ts) was contacted for review, it was discussed that the code 1005 had been declared due a high, out-of-range shock impedance measurement of >145 ohms. Despite the shock testing results, ts indicated that the shock delivery effectiveness of this system could not be guaranteed. Data analysis also revealed that the device was suitable to remain implanted, but ts recommended a right ventricular (rv) lead replacement procedure to ensure effective arrhythmia conversion. The physician recently surgically explanted and replaced the device and rv lead to resolve the event. During the procedure, insulation damage was noted on an area of the lead which had kinked. Both products were discarded and will not be returned for analysis. No additional adverse patient effects were reported.